Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6005277 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6005277 was manufactured according to the work instruction (wi) version 78 packaging in the multivac 12, on 31/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 04/aug/2025 against malfunction code no malfunction based on complaint information, harm code signs of untreated hypoglycemia that patient is unable to self-manage requiring intervention by a health care professional (hcp) or requires emergency advanced life and lot 6005277 and no other complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6011367 have already been previously tested in the complaint (B)(4) on (B)(6) 2025. Test results: the reference samples were visually inspected and tested for static pull tubing-tubing connector. All test results were within specifications as per the test report (B)(4). Device history record (DHR) review: the lot 6011367 was manufactured according to the work instruction (wi) version 82 and packaging in the machine 12, on 31/jan/2025, with a total of (B)(4) units. Assembly: the lot 5a04106 was assembled according to the wi version 27 on-line inspection on 21-oct-2024, with a total of (B)(4) units each. Gluing connector: the lot 5a03846 was glued according to the wi version 42, machine 04 and 08 on 29-jan-2025, with a total of (B)(4) units each. The lot 4m01580 was glued according to the wi version 42, machine 04 and 08 on 12-dec-2024, with a total of (B)(4) units each. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 11/jul/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6011367 and one more complaint has been registered in data for the same lot and malfunction code. A second query was run in database on 07/ago/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6011367 and one more complaint has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hypoglycemia event. Blood glucose level was 44 mg/dl at the time of the event and patient got treated with insulin via intravenous (IV) drip. The duration of hospitalization was less than 24 hours. Patient was unconsious at the time of the event. No further information available.